Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire at the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was observed at same part/side of the yaw pulley. The grip cable adjacent to the broken wire was found broken. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting at the yaw pulley near the grip base section. The conductor wire of the same side was not broken and passed the continuity test. The complaint regarding a broken cable was confirmed by failure analysis.